Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue was likely the result of component failure due to insufficient device cleaning/reprocess, handling and or external factors. Additionally, a definitive root cause of the corrosion on the light guide lens could not be determined, however, the issue was likely the result of component failure due to degradation, repetitive use stress and or external factor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of a misty/foggy image. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, dirt on light guide bundle was found, likely due to insufficient cleaning. Additionally, corrosion on the light guide lens was found, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.